Event description:
It was reported that during pretest, when customer tried to drain the water from foley catheter, it was not drained completely, a certain amount was drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Initial reporter name: (B)(6) medical center. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter fully deflated. No visible defects were noted from the photos. Received a 2-way catheter with cut portion of inlet tubing and a straight tipped syringe. Inflated balloon with 10 ml of solution using the returned syringe and the balloon rested with no leaks noted. Attempted to deflate balloon passively and only 6 ml was withdrawn. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. Using the in-house luer lock syringe, the balloon was deflated in 2 minutes and 43 seconds with no cuffing noted. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, f, h. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Initial repoter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used.

Event description:
It was reported that during pretest, when customer tried to drain the water from foley catheter, it wasn't drained completely, a certain amount was drained.